Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 261 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm was noted. The low battery alarm functioned properly and no blank display or damage to the isolation tape was noted. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.